Event description:
It was reported that the right atrial (ra) lead was repositioned on an unknown date due to lead dislodgement. The patient status was unknown.

Event description:
New information received states that the right atrial (ra) lead dislodgment was noted during routine x-ray. The ra lead was repositioned on (B)(6) 2025. The patient was stable throughout.